Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. (B)(4).

Event description:
A nurse reported that following bilateral lens (iol) implant procedures, a patient was intolerant to the lens and stated to the surgeon "I can't see, it looks like I'm looking through vaseline". The iol was exchanged four months later for another lens model. In a follow up, the surgeon reported a posterior capsule opacity (pco) was observed prior to the iol exchange. There are two medical device reports associated with this event. This report is for the right eye.